Event description:
While using the angio jet device on an angiogram case, the wire broke inside the possis catheter and was pulled out leaving part of the wire in the catheter. While removing the catheter to retrieve the wire, the cath itself broke into two pieces. All pieces of both wire and cath were retrieved. A second cath system was attempted to be used but prior to placing in the pt there were error problems during priming of set-up. It was discovered cath was kinked at the "hub". The product was not used in the pt. The conventional tpa via cath infusion therapy was utilized.